Event description:
During use of a ncircle tipless stone extractor to retrieve a stone, the basket broke off. Another manufacturer's device was used to retrieve the basket parts. Another basket was opened to complete the procedure. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due tot his occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation.